Manufacturer narrative:
Submit date: (B)(6) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a micro introducer sheath kit. The customer reports that on (B)(6) 2010 the patient underwent a radio frequency ablation of the left saphenous vein for treatment of varicose veins. A micro introducer set was used without apparent complication. The patient started having left groin pain on (B)(6) 2010 and went to the emergency department on (B)(6) 2010. X-ray indicated a linear foreign body in the area of pubic ramus. The patient had a 6 section of guidewire successfully removed under ultrasound and fluoroscopy on (B)(6) 2010.